Event description:
It was reported that the impedance trends since implant had been unstable, with high impedance around 4000 ohms, down to low impedance of less than 200 ohms. On (B) (6) 2010, the patient went into the operating room to have the connections checked. The problem persisted, and four days later during follow-up, there was low pacing impedance of 19 ohms, along with high short interval counts, indicative of oversensing. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found, but grommet damage was noted. The full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood/body fluid was present helix mechanism (and sleevehead). Visual inspection revealed defib conductor distorted at medial section at 39 centimeters. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .072 inches within specification.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found, but grommet damage was noted. Analysis of the lead is in process; the results will be forwarded when available.